Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Reliability analysis inspected 1 opened/used enlite sensor and performed bicarbonate buffer test. Sensor failed per spec due to high readings.

Event description:
Customer reported that she received an alert that the blood glucose was low when it was not. The blood glucose reading was 125 mg/dl when the sensor reading was 75 mg/dl. The sensor glucose graph was not trending in the same direction as the blood glucose. She reported that some sensors were kinked when she removed them. Nothing further was reported.